Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that she had placed the reservoir into the insulin pump and later discovered the reservoir was outside of the compartment and when she felt the top of the reservoir compartment was not there, it had broken off. Customer tapped it up because she does not have a back up plan and does not have anyone to assist her; customer is practically blind. Blood glucose value was 67 mg/dl in the morning and current level is 132 mg/dl. Nothing further reported.